Event description:
It was reported that the pt had undergone a spinal procedure to implant posterior fixation screws and rod at l3/4/5. One of the set screws backed out at l3 post op. The revision surgery was performed to re-implant the set screws.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the MFR for eval. We are unable to determine the cause of the event.